Manufacturer narrative:
(B)(4). Batch # n56x6p. The analysis results found that the ntlc75 device was received with a cartridge reload loaded in the device, the cartridge was fully fired and the swing tab was noted to be damaged, making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Although no conclusion could be reach on what caused the swing tab to become damaged, it is possible that the reload was not properly loaded into the device, causing the damage to the swing tab. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an "ostomy closure" procedure, the surgeon selected blue for the first firing. He felt the device was difficult to fire and something was jammed within the jaw during firing. He then used extra force to complete the firing and return to the original position. When he examined the staple line, he found some of the staples in the middle part were malformed and some bleeding occurred. He then used suture to stop the bleeding. It is unknown if there was any adverse consequences for the patient.